Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. It was noted that the patient's implantable cardioverter defibrillator delivered a shock for atrial fibrillation with rapid ventricular response. The device was reprogrammed on (B)(6) 2021. The patient was in stable condition.